Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions if ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported following a percutaneous procedure, an angio-seal was used to seal the arteriotomy. The patient experienced symptoms of vessel occlusion and underwent surgical intervention. More specific information has been requested from the reporting physician.